Event description:
Boston scientific crm received information that this guidant implantable cardioverter defibrillator (ICD) was associated with a battery measurement of 2.66 volts after 25.5 months of implant and 2.60 volts after 28.5 months. This device is included in the 3/4/2009 shortened replacement window advisory population. A boston scientific technical services consultant (ts) discussed that it was not immediately known if this device was meeting the definition of premature battery depletion, according to the advisory criteria, based on the available voltage measurements and implant times. Ts recommended monthly device follow-ups, with replacement within 30 days when elective replacement indicator (eri) status is reached. There was no report of adverse patient effects, and the device remained implanted and in service. The patient was enrolled in remote monitoring.

Manufacturer narrative:
The device subsequently was returned with no additional information 15 months later. The reporting status is changed to serious injury from malfunction due to explant with premature depletion previously suspected. Analysis of the returned device is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our initial analysis showed this device did not meet longevity expectations per programmed values. Additional analysis is pending.

Manufacturer narrative:
Subsequent device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery measurement of 2.28 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.